Event description:
Customer reported issues with the insulin pump. Customer states that the insulin is squirting. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with minor scratched display window, cracked reservoir tube lip, battery tube threads, and missing end cap sticker.